Event description:
It was reported that the camera head had horizontal lines on the screen during installation. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image, cable disconnected internally, camera failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue and the malfunctions identified during device evaluation was attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.